Manufacturer narrative:
Philips has investigated this complaint. It was reported that during a procedure, the system stopped working. A mobile c-arm was brought in to complete the case. A philips engineer went on site and found that the frontal converter was defective. Philips confirmed that the root cause of the issue is that the capacitors inside the converter failed. Converters are ul 94 certified, and therefore any possible fire will self-extinguish. The converter was replaced with a new converter that is much more robust against mains disturbances and will prevent early failure of the converter. The system was returned to use in good working order. No harm was reported to philips. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that during a procedure smoke was detected by a smoke detector . The smoke was a result of a fire in the generator cabinet. The fire extinguished itself. The procedure was completed by bringing another fluoroscopy system to the exam room. No harm has been reported to philips. Philips has started an investigation for this complaint.